Manufacturer narrative:
The root cause for both the non-healing of the radius fracture and the post-operative locking failure of the ø2.4mm x 12mm locking screw, wrist, p/n 359-2412, was due to a non-compliant patient. There was no lot number provided for any of the implants. Therefore, a review of the DHR could not be performed. A two-year review did not reveal any capas for this implant. A two-year review of ncrs did not show any non-conformances for this length of screw in the 359-24xx family. A two-year review showed two complaints for the issue of "post-op locking feature failure" in the 359-24xx family of screws. This screw belongs to the extremilock wrist plating system (e-wps). The risk of non-fusion of a fracture involving a locked screw becoming "un-locked" postoperatively is covered in the fmea. The severity level is a 3, which indicates a "serious" severity level (results in injury or impairment requiring professional medical intervention). The final predicted risk is a "medium". The e-wps instructions for use (IFU) warns about patients whom might ignore the surgeons' post-operative instructions and/or the limitations of internal rigid fixations implants. It states that the implants are not intended to endure excessive abnormal functional stresses, such as months of stress where the fracture has not healed. It states this system is intended for temporary fixation only until osteogenesis occurs. This issue will be monitored through routine trending.

Event description:
On (B)(4) 2018, osteomed was notified of an incident concerning our implants. Per the information received from the distributor, this was the second operation of a osteotomy distal radius. The orif using volar distal radius plating (other brand) was failed. Then two (2) months after surgery ((B)(6) 2018), the implant displaced from the bone and the locking motion failed. Four (4) screws were used with the plate. However, we have not received confirmation of the screw(s) that failed (p/ns 359-2412, 359-2420, 359-2712, and 359-2716). Post op instructions given to patient: wrist splint from post op until now, limited use of hand.